Manufacturer narrative:
Legacy pedicle instrumentation (implant: (B)(6) 2009). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with left l5-s1 herniated disk with degenerative disk disease and left lower extremity ra diculopathy and chronic back pain. The patient underwent spinal surgery consisting of: left l5-s1 complete facetectomy, interpedicular decompression and exposure of the exiting l5 nerve root and traversing s1 nerve root, posterolateral fusion from l5 to s1, l5-s1 arthrodesis, placement peek interbody graft with rhbmp-2/acs and autologous bone at l5-s1, placement of pedicle screws and peek rods at l5 to s1. On (B)(6) 2009 the patient presented with left leg pain. Patient was treated with observation and pain medication (lortab and advil). On (B)(6) 2009 the patient was admitted to undergo a re-do lumbar decompression at l5/s1. Part of admission was a urine drug screen. Patient refused the drug screen and cancelled surgery on his own behalf. The patient was discharged. On (B)(6) 2009 the patient underwent re-do decompression at l5-s1 with laminectomy on the right with resection of cystic mass to treat left l5-s1 postoperative cyst with mass effect and compression of the l5 and s1 nerve root.